Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging discrepant inratio value. On (B)(6) 2015 after receiving a 7.1 inr on inratio, patient self tester went to the local hospital where his laboratory result was 3.9. Time between both tests less than one hour. Patient's therapeutic range unknown. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion:the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.